Event description:
Set received unexpectedly with the return for another complaint. Only a partial set was received containing the y-body with smartsite and six inches of tubing on either side. The set was received with the following note: "hey girls, this is the y-port site from alaris tubing. When liz put the syringe on the blue port stayed in and fluid flowed out at her. Didn't know if you wanted it. Thanks (B)(6)". There was no report of pt harm or medical intervention required. The customer stated that the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.